Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient was receiving dc-drain complications encountered messages in drain 0 of 5 while connected to the cycler. The patient was in the hospital prior to this cycler message and had been drained and therefore was empty. The patient contact stated that they will cancel the treatment and re-setup later to change the cycler to daytime exchange option. The patient contact also reported that the doctors at the hospital came to the conclusion that ending the patient¿s treatment with a last fill is causing the patient to feel ill during the day. The patient contact will be contacting the pd nurse to assistance in changing the patient¿s prescription on the cycler. No further information has been made available at this time.